Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high"; however, a specific value was not provided, cause was unknown. The customer administered correction bolus via the pump to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer continued to use the pump for insulin therapy.